Event description:
During a breast biopsy and after 2 samples were retrieved the system displayed an error code. The customer rebooted the system and was able to take one more sample before the error recurred. The case was completed using another device. There was no patient consequence. The device was returned for service and repair.